Event description:
The patient was undergoing a coil embolization procedure using the penumbra coil 400 system. Before the procedure, the penumbra coil 400 became kinked while removing it from its packaging. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.